Event description:
Caller reported an alarm related to an occlusion event that occurred earlier in the day. There was no information provided regarding any adverse impact to the customer's blood glucose level. Caller resolved the issue by changing the insulin cartridge and resuming insulin delivery, and was advised by customer technical support to contact them for further assistance if occlusion issues persist.